Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use, the bd nexiva¿ closed IV catheter system produced a "pop" where the needle pushed back into the catheter lumen, and failed to puncture the patient's skin. The following information was provided by the initial reporter: "I myself, and fellow coworkers began experiencing issues with these ivs on friday. Though I have not ever experienced this issue before, when attempting to stick a patient, there is like a pop where the needle pushes back inside the catheter lumen; consequently, we are left wondering "why isn't this puncturing the skin." It is almost like the needle is dull."

Event description:
It was reported that during use, the bd nexiva¿ closed IV catheter system produced a "pop" where the needle pushed back into the catheter lumen, and failed to puncture the patient's skin. The following information was provided by the initial reporter: "I myself, and fellow coworkers began experiencing issues with these ivs on friday. Though I have not ever experienced this issue before, when attempting to stick a patient, there is like a pop where the needle pushes back inside the catheter lumen; consequently, we are left wondering "why isn't this puncturing the skin." It is almost like the needle is dull."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 2/17/2020. H.6. Investigation: our quality engineer inspected the samples and photographs submitted for evaluation. Bd received a total of 68 unused representative 20ga bd nexiva closed IV catheter system ¿dual port units within undamaged sealed packages from lot number 9325212, reference number 383538. All components were present and intact. A penetration and drag test was performed on the units. 55 of the 68 units failed the test for needle tip penetration force. The reported issue was confirmed. The DHR for lot number 9325212 has been reviewed. Qn (B)(4) (suspect penetration and drag oos) was initiated and could potentially be related to this incident. This was physical/mechanical evidence to confirm and support a manufacturing related issue for the reported defect relating to either the manufacturing process or raw material received. Damaged cannulas can occur during multiple stages of manufacturing such as improper angle of release at offload, operator handling, and/or gripper damage. CAPA#708490 was initiated. This CAPA has introduced a new tamping tool to reduce the likely hood of operator handling affecting the cannula tip quality. The tamping tool is used to move the cannulas flush in the hopper, so they can feed into the manufacturing equipment.